Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a cracked 22mm ID adapter that came off of the tube. The customer has stated that in the ICU for covid19 patients they are clamping the et tubes to prevent spreading of covid and maintain peep. With multiple clamping¿s of the et tube they suspect this action may have led to tube fatigue and failure by cracking the interface and tube. There was no patient injury.

Manufacturer narrative:
Additional information: b1, b2, b5, g4, h1, h6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a cracked 22mm ID adapter that came off of the tube. The customer has stated that in the ICU for covid19 patients they are clamping the et tubes to prevent spreading of covid and maintain peep. With multiple clamping¿s of the et tube they suspect this action may have led to tube fatigue and failure by cracking the interface and tube. Re-intubation was required due to compromised respiratory status.